Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 39 mg/dl. Customer stated he went low due to over bolus for his high blood glucose. Customer stated that her blood glucose was high due to stress. Customer was offered to troubleshoot for high and low blood glucose but declined. Customer's wife was assisted with infusion set change and priming the pump.